Manufacturer narrative:
Concomitant medical products: 407652, lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing was occurring on the right ventricular (rv) lead that inhibited pacing which dropped the pacing dependent patient's rate. Fluctuating impedance was noted in the tip to ring and ring to coil configurations. The rv lead remains in use. No patient complications have been reported as a result of this event.